Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net, atrial lead noise was continuously observed on egm episode. The lead is being monitored. There were no adverse consequences to the patient before and after the noise event.